Event description:
Boston scientific received information that the patient with this atrial lead was hospitalized. This atrial lead displayed oversensing. An x-ray revealed the lead was dislodged. As there was concern regarding inappropriate therapy delivery, a deciision was made to reprogram the device to a single chamber implantable cardioverter defibrillator (ICD) rather than off. The patient was noted to have "twiddlers syndrome". No adverse patient effects were reported.

Manufacturer narrative:
This is the information known at this time. When additional informaiton becomes available, this event will be updaetd.